Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. The implant was done after the patient participated in a successful trial phase with nalu. On 06/24/2025 the patient notified a nalu representative that the system had been explanted on (B)(6) 2025. No notification was provided to the firm of any planned procedures, thus no personnel were present for the explant and no components were retained for return to the firm.

Manufacturer narrative:
Interview with the patient found that the patient requested to have the system removed due to dissatisfaction with using an external wearable. The patient noted that there were some issues with communication between the ipg and the external wearables as well, however review of records did not find any prior complaints regarding communication. The patient noted that the disconnections occurred when moving or shifting positions, so it is likely that there was some loose skin in the area that allowed the external therapy disc to shift off of the ipg location during movement. Review of nalu records found several complaints from this patient regarding function of the external devices, all of which appeared to have been resolved by replacing the external devices. Ultimately, it appears that the request to remove the system was related to a combination of comfort and communication issues, neither of which were known to the firm prior to the explant.